Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated that customer was experiencing hyperglycemia. Customer's blood glucose was in range of 300 mg/dl to 400 mg/dl. Blood glucose was not going down. Customer changed site and insulin in the insulin pump then too blood glucose was 493 mg/dl and 498 mg/dl. Customer either use auto mode feature or not was unknown. Insulin pump will be returned for analysis.